Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements greater than 2000 ohms for approximately one (1) year. The patient was noted to receive lv pacing therapy most of the time. Boston scientific technical services (ts) provided this information to the physician per their request via a consult review. The lead remains in-service. No patient symptoms or adverse patient effects were reported.